Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-1998. It was reported the patient experienced a heating sensation at her ipg site while charging. The patient was advised to charge for shorter periods and use additional space to avoid heating. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction/removal numbers: 1627487-05242011-002-r, 1627487-07262012-002-r. This ipg serial number was included in a field advisory and a filed corrections. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.